Event description:
The user facility reported that a piece of mucosa came out of the channel of the colonoscope during an unspecified procedure. The customer was not sure if the mucosa was from a previous procedure or from the current pt being examined. The user reported that the colonoscope was reprocessed in a medivator's edge automated endoscope reprocessor (aer). There was no further information provided.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the report but with no result. The device reference in this report was not returned to olympus for evaluation. A review of the instrument history showed that the device was last sent to olympus for service on 04/25/2006 and the device has not been returned to olympus since then. The user facility is known to have been using a third party service provider. The exact cause of the user's report could not be conclusively determined. As part of our investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched to visit the user facility to assess their reprocessing practices and provide necessary reprocessing training to the staff. This report is being submitted as a medical device report in an abundance of caution.